Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator and end of service. No report of intervention had been received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.